Event description:
It was reported by the patient that the pump's battery life had significantly decreased, necessitating daily charging to maintain its functionality. There was no indication of any adverse impact on the customer's blood glucose level. The customer declined further troubleshooting or actions from the support team, and no additional information was provided regarding the outcome of the issue.